Manufacturer narrative:
The manufacturing location was unknown. Device manufacture date: the device manufacture date is unavailable. The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and there reported condition was duplicated and confirmed. The assignable root cause was determined to be due to various worn components and ball bearings deterioration from immersion during cleaning, which is defined as misuse, abuse, and/or possibly user error. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that during an unspecified orthopedic surgical procedure, it was observed that the small battery drive device was running and then died out. There were no delays to the scheduled surgical procedure as an identical spare device was available to complete the procedure successfully. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.